Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: 171224-000591,171224-000631,171224-000632,171224-000633,171224-000635,171224-000654,171224-000655,171224-000658,171224-000660,171224-000661,171224-000683,171224-000726,171224-000727,171224-000728,171224-000731,171224-000758,171224-000759,171224-000761,171224-000763,171224-000764,171224-000771,171224-000776,171224-000799,171224-000800,171224-000801,171224-000802,171224-000821,171224-000822,171224-000825,171224-000826,171224-000827,171224-000838,171224-000840,171224-000853,171224-000854,171224-000855,171224-000856.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.